Event description:
Customer reported that the pump was no longer giving the audible tones. Customer ran a self test and the pump did not beep during the tone test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.